Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that there was a blockage in the emission of x-rays. It was determined that the system was locked due to the disk being full. As a part of repair activity, the rse suggested the customer to recreate the database. After the database recreation and restart, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was unable to produce x-rays. The device was in clinical use at the time of the event. No harm was reported. Philips has started an investigation of this complaint.